Manufacturer narrative:
All available information was investigated, and the soft tip was not confirmed to be torn. However, the soft tip was confirmed to be damaged. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported deformed soft tip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Tears were noted in the soft tip of the steerable guide catheter (sgc) so the device was replaced with a new sgc to continue the procedure. Two clips were implanted, reducing mr to grade <1.

Manufacturer narrative:
Na.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Tears were noted in the soft tip of the steerable guide catheter (sgc) so the device was replaced with a new sgc to continue the procedure. Two clips were implanted, reducing mr to grade <1.